Event description:
It was reported the pt was status post three vessel coronary bypass graft surgery in 2001 with left internal mammary artery to the left anterior descending, vein graft to the diagonal and vein graft to the marginal. The pt experienced several episodes of chest pain since then. The pt was scheduled for a stress myoview, however, the decision was made to undergo a cardiac catheterization. The pt underwent a cardiac catheterization in 2003, which demonstrated an occluded left anterior descending (lad) artery, occluded circumflex, and 90% stenosis of the left anterior descending diagonal, which were all previously identified. In addition, the vein graft to the small obtuse and the vein graft to the diagonal were patent. The left internal mammary artery to the left anterior descending was also patent. Distal to the lad anastomosis, there was a smooth 60% lad stenosis that was felt to be extremely small and not amenable to percutaneous coronary intervention. A luminal irregularity was noted in the right coronary artery with a low normal ejection fraction of 45-50% without any definite local regional wall motion abnormalities. The pt tolerated the procedure well, an angio-seal was deployed without complications, and the pt was discharged to home. The pt was taking imdur 60 mg and was discharged with a presciption for an increased dose of 120 mg. The pt presented to the physician 2 days later with claudication symptoms in the right leg and was re-admitted to the hosp. An ankle brachial index result was 0.66 with evidence of an occluded right superficial femoral artery. An ultrasound demonstrated no flow in the right common femoral artery. The pt's blood pressure was 130/75 before their metropolol and imdur were scheduled to be given; heart rate 91, respirations 18. Their right groin was slightly tender. The pt never filled the prescription for the increased dose of imdur as they went home after their catheterization and felt pain in their groin. The pt had not taken any of their imdur. Exploration of the right femoral artery revealed a right superficial femoral artery dissection with occlusion for which the pt underwent a surgical endarterectomy over a short segment and placement of a small dacron patch for closure. The surgeon noted the pt had multiple previous catheterizations through the right common femoral artery. The pt had symptoms of hypotension while hospitalized and their medications were adjusted. They were discharged the following day with prescriptions for imdur 60 mg. Q.d., metoprolol 100mg. B.i.d. The pt stated they were a paramedic and would monitor their blood pressure at home, and was advised they may need to increase their metoprolol to 200 mg. B.i.d. The pt was seen 5 days later for follow-up care. Medications included lopressor 100 mg. B.i.d., aspirin 325 mg. Q.d., norvasc 5 mg. Q.d., isosorbide 60 mg. Q.d. Physical exam revealed the pt was alert and oriented, pulse 68 and regular, sitting blood pressure 138/80. Inspection of the lower extremities revealed strong 2+ dorsalis pedis with 1+ posterior tibial pulse in the right lower extremity. The right femoral site demonstrated trace palpable but good doppler pulse at the right femoral site. There was diffuse ecchymosis extending into the mid line abdominal area down into the medial aspect of the right thigh. Steri-strips were intact with no obvious erythema or exudate. The pt received a prescription of tylox 5/500, 1 every six hours as needed for continued pain.